Event description:
Per the clinic, the patient experienced poor performance with the device. In addition, electrode migration was observed, where four electrodes were noted to be out of cochlea. Subsequently, the patient underwent a revision surgery on (B)(6) 2025 to reinsert the electrode array under general anesthesia. The implanted device remains.